Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The pulse pin was missing from the monitor's electrode belt socket and the electrode belt was unable to make a connection to the monitor. The root cause for the missing pulse pin was unable to be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.